Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information reported by the (B)(6) medical center in the us, the safety side rail cover (plastic part) detached fully from the safety side rail mechanism. There was no indication about patient involvement. No injury or other medical consequences were reported to arjo.

Manufacturer narrative:
Following information reported by (B)(6) in the us, the right foot end safety side rail cover (plastic part) detached from the safety side rail mechanism. There was no indication of patient involvement. No injury or other medical consequences were reported to arjo. The information regarding circumstances in which the malfunction occurred was also not available. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. These side rails are secured to the steel framework of the bed using side rail assemblies and the cover is secured to the rail assembly using six screws. These screws are responsible for keeping the cover in place. The device evaluation performed by the arjo representative after the customer call revealed that there was no other damage than that which was reported by the customer facility: safety side rail cover detachment. The technician who repaired the device stated that the safety side rail cover was broken off by additional force created either by the patient or nurse. However, this exact scenario and circumstances in which the fault occurred could not be confirmed due to limited information available. The identified citadel plus is the rental device that was being loaned by (B)(6) on (B)(6) 2019. Prior to each use all arjo products, including the citadel plus, undergo a quality control check by an arjo service representative. The quality control record for this bed was checked and it was confirmed that there were no issues observed during the inspection. The citadel plus bed passed the functional test of the safety side rails, which is one of the mandatory checkpoints. The citadel plus bed met the manufacturer's specification prior to the delivery to the hospital. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be excessive force applied to the safety side. This is the most probable scenario, however the exact cause could not be determined due to the limited information provided by the facility staff. In the face of the evidence gathered, the right foot end safety side rail cover detached from the safety side mechanism and from that perspective, the citadel plus bed did not meet the manufacturer's specification. There was no indication that the bed was used with the patient when the malfunction occurred. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail cover detached from the citadel plus bed what under specific circumstances could pose a risk of the patient fall.